Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump and catheter were replaced. The catheter was "non-functioning". The pump was replaced due to battery end of life. The patient symptoms, troubleshooting to determine the catheter issue, outcome and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.